Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 14.0mm x 220mm x 150cm coyote¿ was selected for dilation. However, it was noted that the device was stuck on a 014 non bsc guide wire. The device would not advance and could not be retracted from the body over the wire. Both the devices were removed together and the procedure was completed with a new wire and a new balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).